Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) a farawave was selected for use. During preparation, the physician noticed that the irrigation port was fully white with bubbles inside, an unusual aspect. The catheter was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Our post market quality assurance laboratory reviewed a picture attached to the complaint, and it is possible to observe some small marks through the flush tubing. They seem to be part of the assembly between the flush tubing and the flush luer.

Event description:
During an atrial fibrillation (a fib) a farawave was selected for use. During preparation, the physician noticed that the irrigation port was fully white with bubbles inside, an unusual aspect. The catheter was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.